Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was 160mg/dl. Reportedly the customer had an alternate pump for insulin therapy.